Manufacturer narrative:
Device evaluation summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. The cause of the monitor not being able to power on was due to foreign material that was on the aux board, which caused the unit to short out. This foreign material also caused pitting on the solder pads for component j2005. The root cause of the foreign material in the monitor cannot be positively determined, but was likely liquid ingress through the auxiliary port connector. Once the aux board was replaced, the monitor was fully functional. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) old male patient contacted zoll lifecor customer support to report that the monitor would not power up. The patient was provided with a replacement monitor.